Event description:
The spring wire guide kinked during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn #(B)(4). The customer returned one, opened cvc kit. The guide wire will be analyzed as part of this complaint investigation. No definite signs-of-use were observed. Visual analysis did not reveal any defects or anomalies of any kind. No kinks were observed in the returned swg. The total length of the guide wire measured to be 601mm which is within specifications of 596mm-604 mm per product drawing. The outer diameter of the returned guide wire measured to be 0.79 mm which is within specifications of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was inserted through the returned catheter. Little to no resistance was observed as the guide wire was eventually able to pass completely through the catheter. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A manual tug test confirmed both welds were fully intact. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of guide wire kinking could not be confirmed through complaint investigation. Visual analysis of the returned guide wire did not reveal any defects, kinks or anomalies. Likewise, the guide wire met all relevant dimensional and functional requirement, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The spring wire guide kinked during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.